Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed, and the device was functional and passed all pre-testing assessments. Therefore, an assignable root cause was not determined. However, during service/repair, it was determined that the motor was corroded. It was determined that the issue was consistent with improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, while preparing to drill holes for bone plate application, it was discovered that the small battery drive device stopped working. It was further reported that when the forward trigger was pressed, the drill device was silent. It was reported that multiple attempts were made to try to resolve the issue; however, the device would not work. According to the reporter, the battery device was fully charged as another battery was tried in each small battery drive casing device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.